Event description:
It was reported that the patient presented in the emergency room with a vibration from the device. Upon review it was noted that the right ventricular lead exhibited high impedance. No intervention was performed. There were no patient consequences.